Manufacturer narrative:
.

Event description:
The patient reported she has an inflammatory mass "inflammation at the tip of the catheter" which was diagnosed by an MRI in nov. She reported symptoms of numbness in her legs since oct of last yr. Her entire right leg was numb, and she had a tingling feeling in her left foot. The patient was at home. The patient called to say she needed to find a doctor that could remove the inflammatory mass and perform revisions if necessary. The drug used in the pump was morphine (pf morphine sulfate). A CT scan in march was done due to back pain. The patient expressed dissatisfaction with their hcp and was provided a physician list. Add'l info has been requested from the hcp, but was not available on the date of the report.